Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2013. Patient presented emergently with abdominal pain, physician identified a type 3a endoleak. The physician elected to implant three addition suprarenal aortic extensions. Post procedure a type 1a endoleak was identified. Physician is planning to complete an additional subsequent endovascular repair at a latter time. The patient has not been scheduled for the procedure.